Event description:
The customer reported intermittent uncommanded system shutdowns. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections to the fast stop switch were evaluated and reconnected. The system was tested and found to be working as intended and returned to service.